Manufacturer narrative:
The account found the motor control board is faulty. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Hi/low columns: inspect the column assembly for the presence and tightness of the attachment screws and the snap ring at the bottom of the column. Repair as necessary. Fully raise and lower the bed frame on time. Make sure there is no friction or abnormal noises and that no audible overload indication can be heard during the movement. Make sure the bed not down position indicator illuminates on the control pendant and goes out when the bed is in the low position. Replace the defective column(s) in the event of a malfunction. Troubleshoot in the event of a doubt. The account replaced the motor control board to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported that the bed has no hi/low down function and that bed ran up to the hi/low high position on its own. The bed is located in the med surge unit of the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).